Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system unexpectedly exited while navigating. The system had been on for three hours prior to the reported behavior. The surgeon opted to discontinue the use of navigation to continue screw placement. The surgeon completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. In trouble-shooting, at the time of the reported event, the system was re-booted and software functioned as expected. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.